Event description:
A remstar auto device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the service technician observed visible foam particles inside the blower kit and blower foam degradation. Additionally, the device had dust contamination and displayed error code (motor flux magnitude) and e053 (comp log sem timeout). The device was scrapped by the service center after the evaluation was completed.